Event description:
According to the reporter: per additional information received two radial reloads did not fire. The use of other equipment required more access.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. The powered handle formed the staple line incompletely. The radial reload did not fire twice. To complete the firing, a normal reload was used successfully. The case was converted from laparoscopic to open due to the device problem. Surgical time was extended 30 minutes or more but did not result in any adverse effects to the patient. To complete the procedure, a manual handle was used. Patient status is alive, no injury.